Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that next day post open cardiac surgery, the patient had 3-5 cm third degree burn on the back, which required plastic surgery with skin grafting. Patient skin was torn and visible redness at the pad site, rem pad was used with a non-medtronic generator. Generator reported no alarm. Activation of monopolar was intermittent; constant activation not more than 10 sec each time with at least 5 sec non-activation after. Patient hospitalization was extended for 7 days.